Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks during a revision procedure for device replacement. It was noted that prior to the procedure, therapy had been programmed off in the ventricular tachycardia (vt) zone of the device but settings for the ventricular fibrillation (vf) zone remained such that therapy was not disabled. At the time of the initial shock, the device was placed on the patient while right ventricular (rv) pace/sense lead measurements were taken that resulted in noise, oversensing, and inappropriate therapy. The patient complained of pain from the shock at which time the physician then took the device in their hand and another inappropriate shock was delivered. The rv shock coil was then removed from the device but not prior to the final inappropriate shock resulting in rhythm acceleration to vt. Anti-tachycardia pacing (atp) therapy was provided via the pacing system analyzer (psa) and vt terminated. The procedure was then completed without further consequence. No additional adverse patient effects were reported.